Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth on the right eye (od) at a 3 week post-operative exam. In addition, the patient experienced a foreign body sensation (fbs) on od. The patient¿s eye required a flap and rinse to be performed. The patient did not experienced loss of best corrected visual acuity.